Event description:
It is reported that during a follow-up visit the elective replacement indicator (eri) was noted and there was a lockup of the device. The device lockup was released and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.